Manufacturer narrative:
The desara blue short suture sling is not available for investigation as it was discarded at the hospital. Additionally, the lot number is unknown and no further information is available. Based upon the details presented, it is unknown if the issue as described is a result of the device, surgical procedure, or patient history. The potential for adverse reactions such as infection, inflammation, foreign body response are known events and are listed in the product IFU #10-139-04 in the adverse reactions and contraindications sections. These risks have been mitigated through product labeling (IFU) and surgeon and rep training. All products are by prescription use only and are restricted for use by physicians trained in performing procedures for treating stress urinary incontinence, as indicated in the product labeling.

Event description:
Sales rep reports a case in which a patient experienced granuloma of the skin from sling irritation. The sling used was desara blue short suture (cal-ds01bs). No lot number is available and the product was not returned for investigation. The sales rep reports that the surgeon explanted the sling and the patient is doing fine. The surgeon reports that the event occurred during (B)(6) 2017. The patient did not receive another caldera medical inc. (Cm) sling after it was removed. The rep also reports that the surgeon is not a new user and has been using caldera medical (cm) slings for quite some time and was previously a coloplast sling user. The cm sling is not available for investigation as it was discarded at the hospital. No further information is available.